Event description:
Info received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The tech found two broken pins on the nurse communication cable. He replaced the cable to repair the bed.